Event description:
In 2006, the lay user/pt contacted lifescan (lfs) via email alleging that her one touch ultra "broke" and that she had no means of testing her blood sugar. The customer care advocate (cca) contacted the pt on same day in response to the email to obtain more info. Six days later, the med affairs spec. Spoke with the pt to obtain/verify the following info. The pt's last successful test on the meter was 19 days before the call, which was a "121' mg/dl" with no symptoms. Later that day before dinner, she attempted to test on the meter, but it would not turn on.the pt attempted a few times and tried a new vial of test strips, but it still would not work.the pt opened the battery compartment and found a broken "piece" in the battery compartment and the battery fell out.the pt usually tests about 5 times per day and takes insulin based on a sliding scale. Because of the power issue, the pt was unable to check her blood sugar; however, she continued taking her insulin, but in less amounts. Two days later, the pt went to the bed feeling fine and did not take any insulin before going to bed. Approx 2am, the pt's mom found the pt laying in the bed sweaty and "out of it".her mon called the paramedics and tried to give the pt some orange juice, but the pt was unable to swallow. By the time the paramedics arrived,the pt was still "out of it" and tested at "23 mg/dl" on the paramedic's meter. She was give IV glucose and then was taken to the hosp. The pt's blood sugar was retested at the hosp. She got a "415 mg/dl", thought to be elevated due to the IV glucose. She was given peanut butter and crackers and then released 2-3 hrs later. The pt had already thrown the meter away prior to speaking with the customer care advocate so the power issue cannot be troubleshot over the phone. This complaint is being reported because the pt was unable to test for two days, passed out, and was given med treatment for hypoglycemia. Because the pt had a very elevated blood glucose in the hosp, it is not known if the pt had truly been hypoglycemic at the time of concern. The meter, test strips, and control solution were replaced.